Event description:
It was reported that, during the implant procedure, the white plastic part holder of the stylet inserted in the lead broke when the surgeon wanted to remove it out of the lead. The surgeon is experienced with the surgical technic. It happened with a two leads in a row. It has never happened before.

Manufacturer narrative:
D10: product ID 3389-28 lot# va2n7g3 serial# implanted: explanted: product type lead product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the stylet was returned and analysis was performed. Analysis found that the stylet wire was broken consistent with overstress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.